Event description:
It was reported that the patient was experiencing discomfort at the ipg and frequent ipg charging. The patient underwent an ipg revision procedure wherein the ipg was replaced and moved from the buttock area to the lower flank to improve charging and comfortability. The patient was doing well postoperatively. The explanted device will not be returned.